Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient lost their charger and was not able to charge their ipg therefore it became inoperable. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.